Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j- tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2021 the patient went to the emergency department for abdominal pain. An abdominal computerized tomography (CT) scan was performed which revealed the tip of the pei tube was observed making a possible perforation in the second duodenal portion. The patient was admitted. On (B)(6) 2021 it was reported that the pei tube was removed without complications via endoscopy. There was an ulcer where the tip of the pei tube was resting and the patient to remain without an pei tube until (B)(6) 2021 when another endoscopy will be performed to assess if the ulcer has healed and replace the pei tube. The patient has been on oral medication and liquid diet since (B)(6) 2021 and duodopa has been suspended since that day. Patient still hospitalized, pending discharge home today or tomorrow.